Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out. The patient's blood glucose at the time of incident was 110 mg/dl. The customer was unsure as to how the damage occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, broken battery tube threads, broken belt clip slot and minor scratches on the lcd window. The drive support disk was inspected and no anomalies noted.